Event description:
A remstar auto a flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed foam particles inside the blower kit and blower foam degradation. Additionally, the service technician also noted dust fail contamination. The device was scrapped by the service center after the evaluation was completed.